Event description:
It was reported that the dual limb circuit failed. The exact lot number is unknown (4341247 and 4364557 were reported). Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number are unknown; no information has been provided to date. D4: expiration date and h4: manufacture date are not available based on the reported lot numbers. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: we received 99 samples within the original package and completely sealed. Visual inspection performed it was not confirmed any defect which causes the leaking failure mode. Leak test performed and the result of the corrugated tubing assembly test was acceptable because there was no air leak. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: d10 - device available for evaluation and h6 - evaluation codes: updated device evaluation: twenty unused devices, in their original packaging completely sealed, were returned for investigation. Visual inspection and functional testing found no faults or defects. The complaint could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective action is required as there is no information if the product leaks in the pre-check, which is listed in the instructions for use.